Event description:
The family member stated the device was not giving accurate blood glucose results. Family member said pt was placed in the hosp for hypoglycemia. Family member said the device was used and a result of 160 mg/dl was obtained. Normal meds were taken and pt became unconscious. Pt glucose was 54 mg/dl on the device when unconscious. Emergency medical technician's were called and they checked pt's glucose and obtained a reading of 27 mg/dl with their equipment. Pt received a glucose injection and an IV. Pt was taken to the hosp and a lab result was 40 mg/dl. The hosp discovered a uti and gave pt antibiotics. Pt was taken off oral meds and placed on insulin. Pt was released three weeks later. Controls were not used on the system. The device was replaced and requested to be returned for eval.